Event description:
It was reported through clinic notes dated (B)(6) 2011 that a vns pt continued to experience seizures. The treating neurologist attempted to interrogate the pt's device but was not able to complete the interrogation. The physician believed the pt's device had reached end of service as the pt had been implanted for about 7 yrs. Further info was received from a company rep indicating the pt had undergone generator replacement surgery due to end of service. The explanted generator was returned to the MFR and is currently undergoing analysis. At the moment, the relationship of the pt's increase in seizures to vns therapy is unk.